Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt had an advance sling implanted in 2013. It appeared that the pt had a "sling area resection 4 weeks later due to obstruction" an was implanted with an alternative continence device on (B)(6) 2013. No additional pt complications have been reported in relation to this event.